Manufacturer narrative:
Product implicated is a 5 french dual lumen catheter. Returned for evaluation is the catheter, which is in three pieces. The proximal section (hub) measures 6.6cm, the mid section (tubing only) measures 8.2cm and the distal section (tubing only) measures 36.4cm. Lot history review was not possible since no lot number was indicated. The catheter separated at the hub-tubing joint. Under 50x magnification, the texture at the break point appears granular and dull with some spots of jaggedness. Tactile inspection indicates the mid section of tubing is severely elongated and appears necked down proximal to the break site. The ends appear to mate. These signs indicate a typical tensile break. The separation site between the mid section of tubing and the distal section of tubing appears shiny with striations across the surface. The ends appear to mate. These signs indicate the catheter was cut at this point by a sharp instrument. Cutting the catheter tubing after removal is a common practice among some clinicians. The complaint is confirmed, as the catheter did break. This complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart.